Manufacturer narrative:
Preliminary analysis revealed that a software issue led to the observed behavior.

Event description:
Reportedly, during the interrogation of an ICD, the programmer session closed abruptly without any user action while reviewing the parameters, and the programmer home screen was displayed. Preliminary analysis revealed that a software issue led to the observed behavior.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of provided expertise files confirmed the reported behavior, as a crash of the programmer modules was observed on 24 october 2023, at 11:45. - the observed issue most probably resulted from a poor management of a crash of the bluetooth printer that occurred shortly before. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, during the interrogation of an ICD, the programmer session closed abruptly without any user action while reviewing the parameters, and the programmer home screen was displayed.

Event description:
Reportedly, during the interrogation of an ICD, the programmer session closed abruptly without any user action while reviewing the parameters, and the programmer home screen was displayed.